Manufacturer narrative:
Correction: first sentence should read: "information was received from the manufacturer's representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was getting shocked in their perineum last night which had never happened before. It was also noted that the patient was having strong bladder spasms. The patient denied any falls or trauma to the site. They initially turned the stimulation down (on program 4) from 1.4 to 0.4, then turned it off. They were now on program 1 at 0.4 as of (B)(6) 2020. The patient was told to turn the ins off if the shocking persisted. It was mentioned that the patient had moved to (B)(6) so the physician finder was reviewed with them to get the device evaluated. It was unknown if the issue was resolved. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury.¿ relevant medical history included svt, urinary retention, ckd stage 2. There were no further complications reported or anticipated.